Event description:
A physician reported that patient had (sands of sahara) diffuse lamellar keratitis in the left eye after lasik surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's two, in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified per service and installation record. The field service engineer confirmed that the laser check was positive. The logfiles for the treatment day were not provided. However, no technical root cause could be identified could be identified on the logfile review of the other cases of this cluster report and the system was found to be working within specification. The treatment report shows an opaque bubble layer forming around the canal and a decentered docking. However, these factors do not indicate a root cause for the reported issue. The local field service engineer reported that some steps were taken together with the customer which led to some changes to the sterilization process and use of disposable sets and energy values. The issue has not re-occurred since then. No sample was expected to be returned to device for evaluation. The investigation is completed based on the assessment of the provided data. No technical root cause was identified based on the provided information as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).